Event description:
The customer reported that during a struma procedure, the device broke into two pieces. Another device was used ot complete the procedure without incident. There was no pt injury. The device was returned and initial eval found that the handle weld had separated and the knife was not contained.

Manufacturer narrative:
(B)(4). Date of initial report on: 03/28/2014. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.